Event description:
It was reported that a user experienced hyperglycemia of unclear cause while using the ilet system, with a recorded blood glucose value of 240 mg/dl, and troubleshooting and education were completed with no device alerts or alarms reported. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization, no reported long-term impairment, and no reported need for medical intervention beyond routine self-management. Investigation included a review of device performance through user troubleshooting steps and education, as well as assessment for any alarms or malfunctions. Investigation of this case revealed no evidence of device malfunction and no abnormal device behavior, and the device component function appeared consistent with expected performance. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.